Event description:
A malfunction of a 980 diode laser occurred during a cystoscopy with laser transverse resection of a prostate and a transverse resection of bladder tumors. The pt's prostate was lasered using the 980 diode laser which malfunctioned and the tip exploded; tiny pieces of glass at the end of the tip were collected under cystoscopic guidance. Meticulous inspection of the tissue in the prostate and the bladder demonstrated no further pieces. The pt tolerated the procedure and was discharged home the same day from pacu.